Manufacturer narrative:
Health impact and evaluation codes: updated device evaluation: one used device without its original packaging was returned for investigation. Visual inspection found the valve was not fully seated the into pilot balloon, therefore the functional leak test could not be performed. The complaint was confirmed. The failure mode could be caused by bad assembly during manufacture or not following the manufacturing instructions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when changing the tracheostomy tube on a patient they were unable to deflate the cuff (with syringe) due to a faulty pilot line. They had to cut the pilot line and was resolved with using another trach. No injury to patient reported or clinician.